Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding an issue with the lcd and power cord. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; an issue with the lcd and power cord. Therefore, this report will be based on information provided by the technical center. The scd 700 was evaluated and the customer reported issue was confirmed; the power cord with visible copper wire and yeebo lcd were damaged. The cause of the reported condition is attributed to customer misuse. The lcd and power cord were replaced to correct the reported issue. The unit passed all initial testing after service repair was completed. Scd 700 was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.